Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy was not sent to the jaws when activated. Another kit was opened and used successfully to complete the procedure. No procedural delay aside from the couple minutes to open a new kit. No additional incisions needed. There was no patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000449047 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.